Event description:
It was reported to philips that the system did not produce fluoroscopy or cine when the pedal was pressed. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
12may2025 final report: philips has investigated this complaint. According to the additional information collected, bladder oblation procedure was being performed when the issue occurred, the procedure was cancelled and rescheduled. It was reported to philips that, no fluro and no cine was possible when the pedal was pressed. No further information is available. Fse nor nss could confirm the reported malfunction. The case was cancelled since there is another active case with same issue. The codes were updated based on the investigation outcome. The evaluation method code was corrected.